Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported after the device replacement due to normal eri, patient received a vibratory alert for non-sustained lead noise episode. The lead revision was scheduled 3 days later. The lead was replaced.